Manufacturer narrative:
An investigation has been initiated. When the investigation is complete a supplemental report will be submitted.

Event description:
The doctor identified a small hole in the area of connection of blue and red lines.